Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Interrogation revealed a non-sustained oversensing episode during a slow ventricular tachycardia event. The patient will continue to be monitored and the physician will adjust the patient's medication.